Manufacturer narrative:
(B)(4).

Event description:
The endotracheal tube was used to intubate the patient. The pilot valve was found to be leaking and the tube had to be relaced after 5 minutes.

Manufacturer narrative:
(B)(4). One sample was received and the customer reported failure was confirmed. The reported customer report is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. Information has been added to the database for trending purposes.